Manufacturer narrative:
Returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The ams800 occlusive cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded there was a pinhole in the cuff shell at a fold causing fluid loss. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The ams800 control pump was visually and microscopically examined. No leaks were found. The pump was not functionally tested due to the confirmed cuff leak. The ams800 pressure regulating balloon was visually and microscopically examined. No leaks were found. Functional tests were not performed due to the confirmed cuff leak. Correction to g1, h2, h3, and h6: updated to include device analysis. Balloon, model- 72400024, lot sn- 548464002, mfg date- 06/02/2008, exp date- 05/22/2013, gtin- (B)(4). Pump: model- 72400098, lot sn- (B)(4), mfg date- 07/08/2008, exp date- 07/03/2013, gtin- (B)(4).

Event description:
It was reported that due to a pierced cuff the patient had his artificial urinary sphincter (aus) removed and replaced.

Manufacturer narrative:
Balloon: model- 72400024, lot sn- (B)(4), mfg date- 06/02/2008, exp date- 05/22/2013, gtin- (B)(4). Pump: model- 72400098, lot sn- (B)(4), mfg date- 07/08/2008, exp date- 07/03/2013, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to a pierced cuff the patient had his artificial urinary sphincter (aus) removed and replaced.